Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue portion of a peritoneal dialysis (pd) transfer set ¿fell off¿ from the tubing. This was observed during use of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: upon due diligence it was reported, "they changed the transfer set, did an exchange, and when they attempted to disconnect, the dark blue portion became completely separated from the rest of the transfer set". H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.